Manufacturer narrative:
Pump data review by tandem clinical support confirmed the pump was functioning as intended.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, the customer required assistance from partner to treat bg level via consumption of carbohydrates. No additional customer or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.